Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling reportedly resolved. The recipient resumed device use. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experiencing swelling at the implant site. The recipient was prescribed antibiotics and discontinued device use for two weeks.